Manufacturer narrative:
(B)(4). The additional rx absorb 3.5 x 18 mm referenced is being filed under a separate manufacturer report number. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s. Literature attachment: comparison of an everolimus eluting bioresorbable vascular scaffold with everolimus eluting metallic stent in an all-comers population undergoing percutaneous coronary intervention. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot numbers were not provided. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of myocardial infarction and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) are known adverse events associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This was reported via review of article titled, comparison of an everolimus eluting bioresorbable vascular scaffold with everolimus eluting metallic stent in an all-comers population undergoing percutaneous coronary intervention. Case 16: it was reported that the procedure was to treat a lesion located in the proximal right coronary artery (rca). Predilatation was performed with a 3.5x15 mm unspecified rotablation catheter at 12 atmospheres (atm). Two 3.5x18 mm absorb scaffolds were deployed with 14 atm. Post-dilatation was performed with a 3.5x15mm unspecified balloon catheter at 14 atm. The patient was placed on dual anti-platelet therapy (dapt) consisting of ascal and ticagrelor. The patient experienced a myocardial infarction and subsequently sub-acute scaffold-thrombosis was confirmed angiographically. It was not reported how the thrombosis was treated. Reportedly the patient had stopped taking their dapt. No additional information was provided.